Event description:
The following information was provided: surgeon called me at approximately 6pm 25/6 to inform me that a mako tkr procedure that was performed 13/6 is likely to result in an above knee amputation as a result of a ¿posterior blood vessel being dissected)¿. The procedure was performed at private hospital and the patient was a public-in-private patient. The case was unremarkable from my account with no interruptions during cutting, trialling or implanting. Dr provided additional information to me that the patient described numbness postoperatively. He also mentioned on the phone that he received a call postoperatively that a pulse could not be found but that was later corrected and a pulse could be found. According to him the patient¿s leg ¿went dead¿ a few days later.tka 2.0/ rob3502.